Event description:
Additional information was received. Hcp reported patient had not been seen in his office since (B)(6) 2009. If additional information becomes available a report will be provided.

Event description:
It was reported that the patient experienced an underdose with increased spasticity. It was reported that the pump had a volume discrepancy. The actual residual volume (arv) was 20ml, which was greater than the expected residual volume (erv) of 8ml. It was noted that this was not the first refill after implant. It was also reported that the fluid that was aspirated early last week from the reservoir had a "yellowish color." The medication was sent to be tested, and nothing abnormal was found in the testing. It was reported that moderate levels of white and red blood cells were found when the yellowish fluid was tested. It was noted that the labs were "inconclusive", and the cause of the volume discrepancy was unknown. The pump was refilled with 20ml of lioresal. The following day, the pump was refilled again. At that time, the erv was 16ml, and 15.5ml was removed from the pump. The fluid was clear, and it was noted that "all was within normal limits." It was reported that the patient was doing well. The patient's spasticity was well controlled and he was receiving effective therapy. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l50052, implanted: (B)(6) 1998. Product type: catheter. (B)(4).